Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: the pump history showed the pump was running on the default date from (B)(6) 2007 until a manual date change was made from 01/20/2007 to 04/21/2017. An auto off alarm was recorded on (B)(6) 2017 at 03:25; deliveries never resumed. The pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. The bench testing confirmed that when the battery was reinserted after 6 hours without power the time and date reset to default settings. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 35 mmol/l with nausea and large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s time reset to the default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.